Manufacturer narrative:
To date, the device involved in the reported incident has been received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
Patient was applied to the clamp and was put on traction for a spine surgery. It was reported that the pins slipped and the patient sustained a slash wound at the back of the neck from the pins. Type and lot number of pins used were not provided. Additional clinical information has been requested.